Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 10/02/2024. An investigation was conducted on 10/16/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws or heater wire. There were no visual defects observed on the intact cannula or intact c-ring. A microscopic inspection was conducted. The endo loophole in the end of the c-ring (metal rod side) was visible. A needle was utilized to test the fabrication and depth of the hole. It was able to partially pass through, but the hole was observed to be occluded by the plastic material of the c-ring and could not pass entirely through. Based on the returned condition of the device and the results of the evaluation, the reported failure "material deformation" was confirmed. The lot # 3000413000 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro 2 hole in the c-ring isnt in the cradle. They use the hole in the c-ring to use the endoclose to close the procedure. The procedure was completed by opening a new device and completing the procedure. Only delay was in retreiving a new device. There was not a patient effect.